Manufacturer narrative:
One 6f fast-cath, cath-lock, introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The hemostasis seal was microscopically inspected through the hemostasis hub cap. No visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a procedure air was noted to leak from the introducer hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.